Manufacturer narrative:
The fenestrated bipolar forceps instrument has not been received for failure analysis evaluation.

Event description:
It was reported that during a da vinci-assisted unilateral inguinal hernia repair procedure, a piece from the jaw of the fenestrated bipolar forceps (fbf) instrument broke off and fell inside the patient. The fragment was retrieved during the same procedure with no complication to the patient. The customer replaced the instrument with a backup instrument and continued with the procedure. Intuitive surgical, inc. (Isi) has attempted to gather additional information regarding the reported event; however, no response has been received.